Event description:
Initial call was for complaint # (B)(4); due to user error. While on the call with (B)(4), she stated another customer came in complaining her meter was giving her an error every time a strip was inserted into the meter, so they replaced it for her. The consumer nor pharmacy never called in stating this complaint, however due to the pharmacy replacing the kit, they're requesting replacements for their shelf. Replacements will be sent along with a call tag to return the product.